Event description:
When the catheter was positioned on the lesion, operator released the liquid to swell the balloon, but this liquid leaked out from hub. So it was impossible to complete the intervention with this device. When surgeon removed the delivery system and its relative stent from pt, he noticed that liquid leaked out through the hub, because it was cracked. So he used a new catheter to carry out this operation. No adverse pt consequences.

Manufacturer narrative:
The ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.